Event description:
It was reported that, "pt hip dislocating due to failure of constrained liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.